Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a blank display on their insulin pump. Customer stated their insulin pump had shut off without a warning. The customer stated their blood glucose was high. Troubleshooting found the contacts on the customer's battery cap was damaged. Customer was advised to insert a new battery and revert to back-up plan if their display does not return. Customer reported a motor error alarm, battery out limit alarm, and a failed battery test alarm also occurred on their insulin pump. It was found the motor error alarm occurred during a basal and bolus delivery. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.